Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that the catheter broke off during unsuccessful insertion/removal. A nurse inserted an intravenous (IV) into left acromioclavicular (ac), IV blew, nurse went to remove blown IV and the catheter tip broke off in the patient¿s vein. A tourniquet was applied and pressure as a plan was formed. Patient later went to operating room (or), and the catheter tip was removed without complications. The issue was noticed during the removal of the catheter after unsuccessful IV insertion attempt. There was patient involvement and there was patient harm- required surgical intervention. There was no delay in patient treatment. The outcome of the event was resolved as the patient underwent surgery and was discharged.